Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) upon interrogation exhibited a warning message indicating a shorted lead condition. The device was explanted and a clean fracture was observed on the transvenous defibrillation lead just beyond the device header. The transvenous defibrillation lead distal, df-1 portion was surgically capped and the lead was left in service. It was also reported that this right atrial transvenous lead (ra) was exhibiting an out of range pacing impedance measurement and was confirmed dislodged, likely due to twiddler's syndrome. Another crt-d was successfully implanted. According to the available information, this transvenous defibrillation lead and ra lead are still in service. No adverse patient symptoms were reported.